Event description:
It was reported that the patient suffered a fall and presumably fractured the right clavicle and crushed the right ventricular lead. The lead impedance and thresholds had been climbing ever since the fall. The lead was capped and not replaced as the patient was only pacing in the atrium and did not require the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.